Event description:
Filterwire ex embolic protection system crossed svg vessel lesion of pt successfully and was successfully deployed. Boston scientific express stent was unsuccessful in crossing the lesion and the stent dislodged from the balloon and embolized distally. The physician was unable to snare the stent or deploy it in place. The physician attempted to retrieve the deployed filterwire with the ex soft tip retrieval sheath and ex bent tip retrieval sheaths but was unsuccessful due to the unexpanded stent. The physician attempted to retract the filterwire through the stent but the filterwire loop caught on the distal stent strut. The pt was sent to surgery for a subsequent CABG operation.